Event description:
Event description boston scientific crm received information indicating that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. A representative for this patient asserted an unspecified serious injury occurred as a result of the device reportedly not pacing properly. The patient is reportedly not in good health to undergo surgery for device replacement. Boston scientific crm has no specific information as to whether there were any adverse patient effects. This device is included in an advisory population, insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On (B)(6) 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this population. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.